Manufacturer narrative:
Additional information: annex d code. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: negative prep was performed with issues, inflation difficulties were noted. There was damage at the proximal end of the non-medtronic stent as a result of this event. The same inflation device had not been attempted to be used with other devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath or the packaging stylette. There were difficulties noted during inflation of the device. An inflation pressure of 12 atm was applied. The balloon failed to deflate. It was also reported that there was a break/fracture of the catheter during the withdrawal process. There was no abnormality during the delivery process. A 1:1 concentration of contrast / saline was used. The device was not moved or repositioned while inflated. There was damage at the proximal end of the stent as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc sprinter coronary balloon catheter experienced balloon deflation difficulties. The lesion being treated was a moderately tortuous, moderately calcified lesion in the left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative prep was performed with issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during use. It was detailed that deflation difficulties were encountered after the first inflation. The balloon was unable to deploy pressure and got stuck in the stent. It was also reported that there was a break/fracture of the catheter during advancement through the guide catheter. Various methods were attempted to remove the device, and a surgical operation was required for removal. No portion of device remains in patient. The device was not kinked and re-straightened during use. No further patient complications have been reported as a result of this event.